Event description:
(B)(6) 2009 ¿ pt. Underwent surgery to treat pseudoarthrosis of the cervical spine, multilevel. Procedure was for posterior fusion c3 to c7 with vertex instrumentation and songer cables c3-c7, local bone graft with infuse. Lateral mass screws were placed at c3, c4, c5 and hooks under c7. Two songer cables were assembled at c6-7 and c3-c5. Infuse and bone graft was placed in the posterior lateral gutters and into the medial gutters after decortication. (B)(6) 2009 ¿ pt is ¿complaining of inability to flex the thumb and the index finger on the right side as well as weakness of the right hand. She describes acute onset of severe pain in the right shoulder and upper arm on (B)(6) 2009, following which she also noticed the weakness as well as numbness of the right thumb and index finger. She is status post cervical spine surgery 2 days before the onset of the symptoms. Prior to the spinal surgery she has weakness more prominently in the left hand, which apparently improved rapidly. The pain in the right upper extremity has subsided to a large extent but the weakness persists. Her examination shows marked weakness of the fpl and to some extent fdp. She also has a tendency for poorly sustained contraction of all muscles of the right hand. Sensory examination was unreliable. Reflexes seem to be symmetrically elicited in both upper extremities.¿ impressions note ¿right anterior interosseous nerve neuropathy with no reinnervation changes at this time. The abnormalities noted in the triceps and pt on both sides most likely represent residual findings from the previously treated c7 radiculopathy.¿ (B)(6) 2010 ¿ electrodiagnostic report notes ¿this study still shows evidence for anterior interosseous nerve neuropathy on the right side; there has been some reinnervation in the pronator quadratus and minimal reinnervation in the fdp (2) but none in fpl at this time.¿ (B)(6) 2010 ¿ CT scan shows ¿anterior fusion of c4-c7 with solid osseous fusion noted. Posterior fusion c3-c7 with solid osseous fusion of c3-c5 and partial fusion of c5-c7. Mild degenerative changes as described.¿ ¿small posterior osteophytes are noted at the fused levels. These are largest at c5-c6 and results in mild canal stenosis. The remaining levels are patent. The neural foramina are narrowed mildly at the c4-c5 level greater on the left side. Is also mild narrowing of the left neural foramen at c6-c7. No abnormal paravertebral mass is seen. There is a tiny nodule in the right lung apex.¿

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
.

Event description:
(B)(6) 2009: history of present illness: patient had undergone a previous acds at another institution and has developed two-level instability with a pseudoarthrosis, and the plate is getting ready to cut through the c4 vertebral body. Indications for procedure: patient presented with chronic posterior cervical pain and pain radiating down the right greater than the left upper extremity. (B)(6) 2009: pre-operative diagnosis- pseudoarthrosis of cervical spine multilevel cervical spondylosis and stenosis at c5-6 and on the right at c6-7 and a cervical pseudoarthrosis anteriorly from a previous attempted fusion post-operative diagnosis- pseudoarthrosis of cervical spine multilevel cervical spondylosis and stenosis at c5-6 and on the right at c6-7 and a cervical pseudoarthrosis anteriorly from a previous attempted fusion procedures performed: posterior spinal fusion c3 to c7, posterior spinal instrumentation vertex system and songer cables with segmental fixation c3 to c7, local bone graft with infuse bilateral c5, c6 posterior cervical laminotomies, foraminotomies, medial facetomies, and right c6, c7 laminotomies, foraminotomies, and medial facetomies (B)(6) 2009: impression: study shows evidence for anterior interosseous nerve neuropathy on the right side, there has been some reinnervation in the pronator quadratus and minimal reinnervation in the fdp but none in the fpl at this time. Right anterior interosseous nerve neuropathy with no reinnervation changes at this time the abnormalities noted in the triceps and pt on both sides most likely represent residual findings from the previously treated c7 radiculopathy. (B)(6) 2010: impression/findings: anterior fusion of c4-c7 with solid osseous fusion noted posterior fusion of c3-c7 with solid osseous fusion of c3-c5 and partial fusion of c5-c7 small posterior osteophytes are noted at the fused levels. These are largest at c5-c6 and results in mild canal stenosis. The remaining levels are patent. The neural foramina are narrowed mildly at the c4-c5 level greater on the left side. Mild narrowing of the left neural foramen at c6-c7. Clinical correlation: per medical records, the acute onset of symptoms with significant pain and the distribution of denervation limited to the ain territory are strongly suggestive of parsonage turner syndrome, which is known to occur sometimes in the context of a surgical procedure. The patient appears to have a tendency for symptom magnification, which may explain the global difficulty for use of the right hand. (B)(6) 2012: impression: no convincing acute fracture. Vertebral body height and marrow signal alignment is within normal limits. There are degenerative disk disease changes with broad based disk bulges throughout the lower lumbar spine causing mild to moderate bilateral neural foraminal narrowing but no significant spinal canal stenosis. There are no acute disk protrusions or extrusions. (B)(6) 2012: assessment: spondylosis, lumbar degenerative disc disease, lumbar spine MRI imaging indicates foraminal narrowing.(B)(6) 2012: impression: spondylosis, lumbar degenerative disc disease, lumbar spine (B)(6) 2013: patient presented with chronic neck pain, lumbar radiculopathy, lumbar back pain, cervical radiculopathy, degenerative disc disease, depression, anxiety disorder, and paresthesia.